Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Also, we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
This report documents a device malfunction involving a pod. On (B)(6) 2026, the patient applied a third pod following earlier pod issues that day. After application, the cannula failed to properly insert into the skin. Upon assessment, a mark was observed at the insertion site; however, the cannula was visibly bent and had not pierced the skin, indicating improper deployment. The pink slide was reported to have moved forward. As a result of the failed cannula insertion, insulin delivery was inadequate, and the patient experienced persistent hyperglycemia, with blood glucose levels reported as high as 29 mmol/l. The pod was worn during the period of worsening symptoms and was subsequently removed and discarded. Due to sustained hyperglycemia, medical evaluation was sought later that evening at a local hospital. The patient remained in triage for approximately three hours without formal admission, self-administered insulin, and was monitored with periodic blood glucose and ketone checks. Blood glucose levels trended downward, ketones remained low, and the patient was discharged the same night.